Manufacturer narrative:
(B)(4) for the reported event: array difficult to extend. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation on (B)(4) 2013 that a leveen coaccess electrode was used during a radiofrequency ablation (rfa) procedure in the lung performed on (B)(6) 2013. According to the complainant, during the procedure, the physician advanced the electrode to the target site in the lung; however, when he attempted to open the device, the tines would not ¿click¿ and stay open. Another leveen coaccess electrode was used to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation on (B)(4) 2013 that a leveen coaccess electrode was used during a radiofrequency ablation (rfa) procedure in the lung performed on (B)(6) 2013. According to the complainant, during the procedure, the physician advanced the electrode to the target site in the lung; however, when he attempted to open the device, the tines would not ¿click¿ and stay open. Another leveen coaccess electrode was used to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Investigation results: visual evaluation of the complaint device found no issues. During functional analysis the array was easily able to be deployed and retracted. This failure likely occurred due to anatomical/procedural factors which limited the performance of the device. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A search of the complaint database revealed that no other complaints exist for the specified lot.